Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed due to a shorted c1 capacitor on the computer/analog pca. The monitor did not pass incoming functional testing. The root cause for the shorted c1 capacitor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.